Event description:
It was reported that the ilet user received a ¿connect cgm/enter bg ¿ dosing stops soon¿ alert after stopping a dexcom g7 sensor and not pairing a new sensor until contacting support and was guided to enter the sensor code on the ilet and complete the pairing and warmup process. No symptoms or changes in blood glucose levels reported. Outcomes included continued therapy after successful continuous monitor (cgm) pairing and education on sensor change, pairing time, and warmup. Investigation included remote troubleshooting and user education regarding cgm pairing and device operation. Investigation of this case revealed user setup and use of device problem related to cgm not paired, with resolution achieved through correct sensor code entry and initiating pairing and warmup. It was concluded, based on previously established findings for similar reports, that the cause was user error.